Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system (x1). The clip delivery system has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned. After device testing, air bubbles or leaks were not detected; the reported steerable sleeve leak was not confirmed. Potential causes for leaks in the cds steerable sleeve include, but are not limited to, manufacturing anomalies or user technique/procedural conditions. As part of the mitraclip manufacturing process, all clip delivery systems are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including leak testing. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar cds leak incidents reported for this lot. With respect to user technique/procedural conditions, the steerable sleeve leaks can be influenced by the steps utilized at the account during device preparation or insertion into the steerable guide catheter. The information provided in the case details stated that after the clip was deployed, as the cds was being removed from the anatomy, aspiration with a 50ml syringe via the steerable guide catheter flush port was performed. During removal, however, several air bubbles could be seen in the cds sleeve shaft. During analysis of the returned device, an attempt was made to replicate the customer incident of air bubbles in the steerable sleeve; however, air bubbles were not noticed. Leak testing was also performed on the cds and the device passed leak testing. As a result of the testing, the reported leak could not be confirmed. Therefore in this case, based on the information provided and results of the compliant testing, the steerable sleeve leak appears to be related to user technique/procedural conditions. There is no evidence of a product quality deficiency associated with this device.

Event description:
This event is being filed as air bubbles were seen in the shaft of the clip delivery system as the device was being removed from the anatomy. Air has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, the first clip delivery system (cds 10275215/(B)(4)) was prepared for use as per the instructions for use. During clip deployment and removal, flush via the flush ports was increased. After the clip was deployed, as the cds was being removed from the anatomy, aspiration with a 50ml syringe via the steerable guide catheter flush port was performed. During removal, however, several air bubbles could be seen in the cds sleeve shaft. No signs of air were visible in the left atrium on the echocardiogram. There were no visible damages on the cds before or after the procedure. A second cds (1027536501) was used without further problems. The procedure was completed with the successful reduction of the functional mitral regurgitation grade from 3 to 1. Patient was in a clinically stable condition before, during and after the procedure. No additional information was provided.